Event description:
Procedure type: lap chole. According to the reporter: surgeon used 2 of the verastep 11mm trocars in this case. Upon entry, the surgeon did not notice any issues with the trocar. During the case, the assistant noticed a small wedge-shaped piece of the cannula was missing as she visualized one of the trocars through the camera. The surgeon was unsure how this may have happened. He finished the procedure and then began to search for the missing piece. He had to try a couple of different scopes as well as irrigating the area to see if the piece would float up. As he was closing the patient, the circulator found the piece on the floor. It did take longer to try and find the piece in the cavity about over 30 minutes. No tissue damage or patient injury reported.

Manufacturer narrative:
(B) (4). (B) (4).